Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2267 was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. The cause is use error - closed clamp on a supply line. The results of a label review revealed that labeling is adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2267 on the homechoice (hc) machine during fill 4. The technical service representative (tsr) assisted the home patient (hp). The hp had forgotten to open the clamp on the supply bag. The tsr assisted the hp to cycle power. The hp will complete therapy with manual supplies. No patient injury or medical intervention was reported. No further information is available.